Event description:
The customer initially reports that something on the end of the instrument snapped (while grasping the bowel) during surgery. The pt was a 3 month old child, no pt injury. The broken piece was retrieved. The customer reported via telephone that an x-ray was taken that confirmed no instrument part was left in the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.